Event description:
Patient was brought to the surgical suite for the intended procedure. Needle driver was used for the procedure. However, during the procedure, the team noted that the tip was frayed. The device was changed for another and the procedure was continued and completed without further incident. No patient harm. Manufacturer response for system, surgical, computer controlled instrument, endowrist (per site reporter). Surgical coordinator processed device and gave it to materials management for return.